Event description:
Per complaint (B)(4), it was reported by a dentist that a vial that was supposed to contain a dental implant contained a healing collar instead. The vial label was for a dental implant. The vial remained sealed. No patient involvement was reported.